Event description:
We received a report that an tecnis multifocal intraocular lens (iol) zmb00u0285 was explanted from the patient left eye after they experienced unexpected post-operative refraction. The report indicated the surgeon chose the wrong diopter power based upon biometric error. Another zmb00, 26.5 diopters was implanted during the same procedure. There were no complications, such as incision enlargement. The patient is reported to be doing fine. The iol was discarded in the field.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.